Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (exposed wires, check therapy electrode alarms) was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that wires were exposed on the monitor and the patient was receiving frequent check therapy electrode alarms.